Manufacturer narrative:
It was reported that the mcot sensor - 3.0 shocked the patient. The sensor was returned for investigation. The sensor was inspected for general physical integrity and found to have most of the blue seal around the back of the sensor has been removed. Due to the damage of the blue seal, the sensor was opened to inspect internal components for damage or corrosion. No damage or corrosion was found on the internal components. Engineering evaluation could not confirm the allegation of sensor shocked her and created event with chest pain. The sensor did have damage to the blue seal around the back of the sensor. Device evaluation concludes that the sensor operated successfully, and no problem was identified. (B)(4) will address the skin irritation.

Event description:
It was reported that on (B)(6) 2025, the mcot sensor - 3.0 shocked the patient and was causing chest pain, breast tenderness and visible sores. The patient took aspirin to treat the chest pain and later sought medical attention. The patient was then prescribed triamcinolone cream. The patient reported that the sensor was operational after the shock and that they had never experiences these symptoms prior to the event. No additional information was provided.